Manufacturer narrative:
(B)(4)

Event description:
I am getting a "transmitter failed". Or "transmitter error", "transmitter alert"

Manufacturer narrative:
(B)(4).

Event description:
MDR-00011579 is a duplicate of MDR-00005859. This is a downgrade for the submission of the previous record.